Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received the material number and lot number from the customer, therefore further investigation will be unable to be performed. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported after use the unspecified vacutainer blood collection tube had erroneous results. The following information was provided by the initial reporter: the customer stated it was reported that the presence of acd resulted in slightly lower values than those obtained with serum in both indirect (antibody reactivities to mycobacterial antigens) and sandwich elisas (soluble cd14 measurements). "Blood samples were obtained using bd vacutainer® collection tubes: serum separation tubes (sst¿), heparin (lithium heparin), acd, k2edta, and mononuclear cell preparation tubes containing sodium heparin and ficoll (cpt¿; bd, franklin lakes, nj). Antibody isotype reactivities to two mycobacterial antigens, as well as phagocytosis of m. Tuberculosis, correlated strongly and significantly between serum and plasma, irrespective of type of anticoagulant or ficoll present (r 0.85, p < 0.0001). However, the presence of acd resulted in slightly lower values than those obtained with serum in both indirect (antibody reactivities to mycobacterial antigens) and sandwich elisas (soluble cd14 measurements). Therefore, only one complaint record is required for the acd tube. ¿